Event description:
It was reported that the patient never experienced therapeutic effect. A CT scan caused the patient's device to no longer work. The device has been replaced. Further information is being requested from the hcp.